Event description:
On 20-may-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in china within the apac region. During the endoscopic procedure, the angulation control knob (used for the up/down direction) was operated, but upward angulation was not possible. Angulation wire breakage was suspected, and the procedure was completed after replacing the endoscope, but the procedure was delayed. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The reported event was that upward angulation could not be performed during an endoscopic procedure. The procedure was completed using a replacement endoscope, and the procedure was delayed. No patient harm was reported. The availability of the device for evaluation is currently unknown. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.